Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately high, compared to another meter (hospital meter) the complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) called and spoke to the patient. The patient reported that the alleged meter issue began (B)(6) 2017, alleging that he obtained an inaccurately high blood glucose reading of ¿270 mg/dl¿ with the subject meter compared to ¿210 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for accuracy. The patient stated that he manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management routine as a result of the alleged issue. The patient reported that on (B)(6) 2017, he developed symptoms of ¿lost vision, shaking and that he fainted, causing him to bang his head¿. He associated with a low blood glucose excursion. He went to the emergency room and was treated with ¿some sort of IV fluids¿ to bring his blood glucose up, as in the emergency room a blood glucose reading of ¿48 mg/dl¿ was obtained, the patient was unable to confirm the time of this reading. The patient reported that he spent 17 days in hospital having tests and investigations. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.